Event description:
While an emt was attempting to attach ECG leads to a pt, the pt became distressed and released the siderail locking mechanism. The pt then pushed the siderail down allegedly crushing the emt's hand. The emt allegedly sustained a fracture and contusion.